Manufacturer narrative:
The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). The res replaced the blood pump module and the power supply cord to resolve the issue. Following the parts replacement, the machine was restored to full functionality. Functional testing performed by the res confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. The power cord was received by the manufacturer for analysis. A visual examination found that heat damage and pitting were present on the prongs with burn damage to the power plug. The plastic was melted around the terminal for the plug¿s white wire. The terminal for the white wire had pitting as well. The pitting on the power plug terminal indicates arcing within the outlet. Hospital grade outlets are required with the use of the t machine. Functional testing was performed by installing the received component into a working unit. The machine powered on and operated in dialysis mode without issue. Additionally, the unit passed self-test and a heat disinfect program. No further damage occurred to the plug during testing. A review of the device manufacturing records was performed on the reported serial number. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination of the power cord revealed the presence of burn damage to the plug. Therefore, the complaint has been deemed confirmed.

Event description:
The power supply cable assembly was returned to the manufacturer for evaluation.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). The res replaced the blood pump module and the power supply cord to resolve the issue. Following the parts replacement, the machine was restored to full functionality. Functional testing performed by the res confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the failure mode. The res was able to confirm the presence of the burnt power prong during the on-site evaluation. Therefore, the complaint has been deemed confirmed.

Event description:
A biomedical technician at the user facility reported that a 2008t hemodialysis (hd) machine generated an e02 blood pump error prior to use. Additionally, a burnt prong was observed on the power cord. The machine was plugged into a gfi outlet which showed signs of burnt residue. The user facility had an electrician replace the outlet. The system was removed from the floor for evaluation by a fresenius regional equipment specialist (res). During the on-site examination, the res replaced the blood pump module and the power supply cord to resolve the issue. Following the parts replacement, the machine was restored to full functionality. Functional testing performed by the res confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. Follow-up was provided which revealed that there was no patient connected to the machine at the time of the incident. No treatment impacted, and no sparks of flames were observed.